Manufacturer narrative:
Batch review performed on 20 september 2023. Lot 1902569: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved: gmk-hinge 02.09.2706r gmk-hinge femoral component size 6 r - tinbn coated (k210010) lot 2109933: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, 1 item of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4805r gmk-hinge fixed tinbn coated tibial tray - 5r (k210010) lot 2010981: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.